Event description:
It was reported that the customer had a blood glucose level of 36 mg/dl. The customer's mother believed the customer's low blood glucose level was due to him playing, and the insulin pump continuing to deliver insulin. The customer's mother also stated the customer had a no delivery alarm from his insulin pump. Troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).